Manufacturer narrative:
K901449; there were no photos or customer samples for lot 5300739 to confirm this complaint. There were no manufacturing related issues identified. A CAPA was initiated to investigate related complaints.

Event description:
It was reported that while using the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes there was an increase in clotting.